Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm. The device was removed without problem with the usual method and the procedure was completed with another of the same device. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left circumflex coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 10atm. The device was removed without problem with the usual method and the procedure was completed with another of the same device. The patient was in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Traces of solidified contrast media was present on the surface of the balloon. A microscopic examination of the balloon material identified a pinhole in the balloon material. The pinhole was located over the proximal markerband. The pinhole leak was noted over the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to the pinhole. All blades were fully bonded onto the balloon material and did not exhibit any damage. A visual, microscopic and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.